Event description:
Note: clinical guidelins and company's product labeling instructs the user to secure all connections prior to use. According to the hosp during set-up, upon removing the circuits from the poly bag, the y-piece disconnected from the tubing. This reportedly occurred several times. The hosp also reported that, in each event, the circuit was reconnected. No product to be returned since circuits were used. According to the hosp, there has been no pt involvemtnt with any of the incidents.